Event description:
It was reported that there was no ac power and the device won't charge. There was no patient involvement.

Manufacturer narrative:
Correction made to: e3. Removed "not provided" from other occupation. Correction on initial report: h10. Disregard statement "based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue."

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. A review of the device history record for sn (B)(4) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was no ac power and the device won't charge. There was no patient involvement.